Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter did not turn on, displayed the battery indicator and shut off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during (B)(6) 2014 (date/time not provided). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took more food/drink at the beginning of 2015 (date/time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizziness" and she "started fainting" in (B)(6) 2015 after the alleged product issue began. The patient stated that she visited her doctor's office one afternoon during (B)(6) 2015 (date/time not provided) where she received oral diabetes medications of "metformina 850 mg 6 tablets per day and glibenclamida 2 tablets per day". The patient stated that her blood glucose was tested using a lab device during (B)(6) 2015 (date/time not provided) and the result was in the region of "460-470 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the meter did not turn on when a new test strip was inserted, the correct test strips were being used and the alleged product issue could not be resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "dizziness and fainting" after the alleged product issue began. The symptom of "fainting" meets lifescan's criteria for a serious injury.